Manufacturer narrative:
Findings: unit received with constant e22 alarm problem isolated to the m/b. Pump received with scratched lcd window. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported a continuous new software release detected error from the insulin pump. The customer was requested to return the insulin pump for analysis. No additional information is provided.